Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon plans a gutter debridement with polyethylene exchange. Due to prior experiences of unrecognized loosening of the infinity tibial component during poly exchange, the surgeon requested availability of inbone tibial and talar components, as well as an invision talar component, as contingency. The expected revision implants are inbone and invision.